Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the cap did not tear easily to open the blood flow to enable connection. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
This complaint was not confirmed. The product was returned w/o the blue cap, therefore, the issue could not be confirmed. The DHR was reviewed and no non-conformances were present relating to the issue. Previous customer complaints exist for the blue cap being difficult to remove. All of these were for caps made using an old mfg process. This complaint was from a lot made shortly after the process change was implemented. No other complaints have been rec'd for product made since the process change. No add'l action will be taken. This report is being submitted to the FDA as a result of a retrospective review of product complaints.